Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported. No further information could be obtained.